Manufacturer narrative:
Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position, as the second valve was implanted in a higher position improving the pvl to mild. However, a conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed but did not reduce the pvl. A second transcatheter bioprosthetic valve was successfully implanted, valve-in-valve, at a depth 4 mm higher than the first valve. The pvl reduced to trace-mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.